Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was confirmed and reproduced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information: (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, a delayed keypad response was observed. There was no patient involvement.